Event description:
A malfunction was reported with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was provided with pump reset information by technical support and assisted in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues reoccurred.